Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to a malposition of the device and pumping difficulty. All components of the existing ipp were explanted and replaced with a new ipp. No further information has been provided. No patient complications were reported.